Manufacturer narrative:
(B)(6). H3: one device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The physical condition of the device included a cracked lens and a loose ac connector. Functional test was performed and found pump records error code 46822, which points to a faulty printed wire assembly (pwa). The pwa was replaced.

Event description:
It was stated that the pump presents the ac connector loose. There was no patient involvement, and the event took place during testing. Device evaluation found that that there was an error code 46822, which pointed to a faulty printed wire assembly (pwa).